Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the customer reported the system is having issues with the anterior vitrectomy cutting. A completed questionnaire was received and reviewed. The patient was a (B)(6) year old male. Surgery was performed on the left eye (os). The case was 15 minutes. The event occurred halfway through phaco with vitreous loss noted. No system messages displayed. No cases were cancelled. The settings were concurrent with the surgeon¿s typical procedure. The incision was a limbal incision at 2.4mm. The facility nurse noted in the questionnaire that after the vitreous loss was noted the surgeon decided to do an anterior vitrectomy. The disposable vitrectomy handpiece was opened and plugged into the system. The vitrectomy handpiece would aspirate but would not cut. A new vitrectomy handpiece was opened and the same result occurred. The system was switched out and the anterior vitrectomy was completed. The patient suffered no untoward effect. After the event the facility nurse called the company sales representative to review the event. The company sales representative reviewed the settings and advised the facility nurse that the system was designed to work at 3000 cuts per minute. The system was set at 4000 cuts per minute, and that is why the anterior vitrectomy handpiece did not work. The facility nurse stated all the systems were reviewed and the anterior vitrectomy setting was reset to 3000 cuts per minute. The outcome of the event was noted to be resolved without treatment. In the surgeon¿s opinion the device did not cause or contribute to the event.¿ the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 27, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient experienced vitreous loss during a cataract procedure. The customer indicated the unit would aspirate but would not cut. The surgery resulted in performing a anterior vitrectomy with a alternate unit. Additional information has been requested.